Event description:
It was reported via repair work order that the fowler would not lower manually or electronically due to motor malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.